Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a clinical study patient underwent vns explant due to infection. The infection presented shortly after implant. The infection was assessed as being related to the implant surgery. Device history record was reviewed for both the generator and lead. Both devices were confirmed to be sterilized prior to distribution, and no unresolved non-conformances were noted. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.